Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device will not switch on. No patient involved.

Event description:
Device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 11th december 2015. The device was returned for will not switch on. The returned pad-pak was measured and found to be depleted beyond any use. The device exhibited a high current drain when tested under stress. Additionally, the device was powering on upon insertion of a pad-pak and failing to switch on via the on/off button. The fault was traced back to corrosion on the membrane tail. Furthermore, this corrosion had resulted in an 18v short circuit onto track 14 of the membrane tail. This had resulted in an 18v overvoltage and damage to the microprocessor u25. This had resulted in the device entering 500p CPR advisor mode, and most of the instructional leds remaining illuminated. The faults could not be replicated with a known good membrane fitted. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.